Event description:
Device 2 of 3; reference MFR report: 3008829311-2017-01055 & 1627487-2017-08263. Additional information received identified the patient complained of general discomfort from the drg system. In addition, the patient stated she went to the ER because she was feeling weak, ichy and tired. The patient did not have fever and no sign of infection was found.

Event description:
Device 2 of 3. Reference MFR report: 3008829311-2017-01055 & 1627487-2017-08263. It was reported the patient's drg system was explanted, date of explant was unknown. Reportedly, the patient's system was removed due to infection. However, tests results were negative for infection. No further information was available at this time.